Event description:
While pacing patient, customer reported that the device display went blank. A second device was available and used on patient. The reported issue had no adverse effect on patient. The facility biomed later inspected the device and reported horizontal bars on the display. Physio-control evaluated the device at the failure analysis center and observed a lock-up failure. The device had boot up issues and was resetting.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.